Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation done 4 weeks after essure was implanted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), experienced fatigue ("fatigue") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery. At the time of the report, the endometrial ablation, fatigue, abdominal pain lower and weight increased outcome was unknown. The reporter considered abdominal pain lower, endometrial ablation, fatigue and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events "fatigue, cramps and weight gain" added. Essure implant date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation done 4 weeks after essure was implanted') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media ablation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation done 4 weeks after essure was implanted') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.